Manufacturer narrative:
Product was not returned to evaluate for conformance to specifications. No part number or lot information was provided to complete a review of the device history records. This device was used for treatment. A product history search could not be conducted as no part number or lot information was provided. The most likely cause of the revision cannot be conclusively determined.

Event description:
It is reported that the patient is being considered for a revision following a trauma fixation procedure due to unknown reasons.